Manufacturer narrative:
The device was returned to zoll medical corporation; the customer reports of compressor -1001 and self check -1003 failures were observed during visual inspection of the device both externally and internally. Due to foreign substance found throughout the compressor system, it is recccomended to replace the mix flow manifold and compressor flow screen to resolve the report. The customer's report of off set self check -1174 was observed during review of the device data logs. However, the device was put through extensive testing including without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "self check - 1003" and "off set self check - 1174" and a "compressor - 1001" failure error messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.